Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. There was no information on patient involvement. A report was received from health canada's canada vigilance program which states, "vapotherm was on patient and according to rn 'battery low' signal was on. Rn got rt to bedside. Vapotherm had blanks for flow and o2 and temperature read 64. Patient had desaturation event requiring blow by oxygen while new device was placed."